Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the companion 2 driver displayed more cardiac output (co) flow readings on the right side than the left side while supporting a patient. The customer also reported that the eject and partial fill volumes remained normal. The customer also reported that the patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the companion 2 driver displayed abnormal co readings, it did not prevent the driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR.

Manufacturer narrative:
Operator of device was corrected from patient/lay user to health professional.(B)(4).

Event description:
The customer reported that the companion 2 driver displayed more cardiac output (co) flow readings on the right side than the left side while supporting a patient. The customer also reported that the eject and partial fill volumes remained normal. The customer also reported that the patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. The companion 2 driver was returned to syncardia for evaluation. Visual inspection of the external components revealed no anomalies. Review of the electronic patient data file confirmed the reported difference between the left and right cardiac output, as well as a difference between the left and right fill volumes. Since the right side cardiac output and fill volume were high, the right pilot valve was visually inspected, and some contamination was observed inside the pilot valve. The root cause of the reported cardiac output discrepancy was a malfunction of the right pilot valve. It is unknown if the contamination contributed to the malfunction of the pilot valve. The right pilot valve was replaced, and the companion 2 driver passed all final performance testing. This failure mode posed a low risk to the patient because it did not prevent the companion 2 driver from performing its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.